Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heart start mrx does not power up on ac power. The ac power module was switched with another device and the device still failed to power up. There was no pt involvement.